Event description:
A doctor of optometry reports a patient that was overcorrected following conventional astigmatism surgery. Patient records received indicate this patient was overcorrected in the right eye by +.75 diopter at 5.25 months post-op and exhibited a 1-line decrease in bcva via manifest refraction (mr). Via cycloplegic refraction (cr) there was no decrease in bcva. Ucva had improved from 20/350 to 20/30-2. An enhancement was performed. No post-enhancement bcva measurements were provided, however at 1 week post-enhancement, ucva had improved to 20/25+.

Manufacturer narrative:
The investigation, including root cause determination is in progress.